Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the high impedances could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000122515.

Event description:
It was reported that patient is unable to place the system into MRI mode. Diagnostics revealed high i8mpedance on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.